Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: extension set will not flush.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one sample model 22003e-07 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that the extension set will not flush could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 22003e - 07 lot number 22029678 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. CAPA# : pr # (B)(4).

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: extension set will not flush.